Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had developed an infection at the site of the replaced implantable neurostimulator (ins). The patient was being treated with antibiotics with hopes to save the device. Additional information received reported that the patient had an infection that was spreading. It was noted that antibiotics were trying to be managed. It was further noted that the back was not opened in this operation so the infection was at the ins pocket only.